Event description:
The hosp intensive care unit staff attempted to use the electrodes on a pt (no pt details reported). The operator was allegedly unable to get the pacing cable connectors to snap onto the electrode post. A second set of electrodes was immediately available and used with no other problems reported. The reporter indicated there was no adverse affect to pt care as a result of the alleged malfunction.